Manufacturer narrative:
Reference ID: pr (B)(4). The investigation is still in progress. Investigation results shall be provided in the follow up reports.

Event description:
It was reported that during clinical use, when setting up the room for examination for a thorax examination where the table was vertical with source image distance of 150 cm, the stand geometry of the system fell down on the floor. The chain in the stand geometry snapped when the user was attempting to tilt upwards at 5 degree angle resulting in falling down of the collimator and the tube. It was confirmed that there was no impact or injury to the patient and the user.